Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned

Event description:
Primary tha (left side) surgery was done at (B)(6), 2009. Revision tha (left side) surgery due to armd was done at (B)(6), 2023.

Event description:
Primary tha (left side) surgery was done at (B)(6) 2009. Revision tha (left side) surgery due to armd was done at (B)(6) 2023.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis involving an unknown metal head was reported. The event was confirmed via review of the provided photograph of the device. Method and results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem and metal head. The trunnion of the stem appears severely worn. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to armd (adverse reaction to metal debris). The reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem and metal head. The trunnion of the stem appears severely worn. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.